Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 21.5, 23, 24, 23.5 mm over a 28 mm length. It was reported that on an unknown date, residual endoleak was discovered during the post-operative follow-up. The physician initially suspected that it was a type ii endoleak because the inferior mesenteric artery was confirmed to be patent. Another angiography was done approximately four months after the index procedure, and it was confirmed that the endoleak was actually a proximal type I endoleak. The patient received treatment on the same day. The physician implanted an endurant aortic cuff and the proximal type I endoleak resolved. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy; there was calcification observed in the proximal aortic neck, which may have caused the device to lift slightly. The physician also believes that the proximal type I endoleak was due to user error as this was physician's first stent graft implantation case, and the manipulation of the device might not be so well during the implantation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.